Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that electrodes 9 and 11 had impedances of > 40,000 ohms and said "do not use". There were no known factors that may have led to the issue. The rep said they will program around the out of range electrodes. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.